Event description:
Event: placement of stents in graft. Event details: a 90-180 degree twist was observed in the graft. Walls stents were placed bilaterally, with two stents in the left limb. The graft was successfully implanted.